Manufacturer narrative:
The cause of the reported incident could not be conclusively determined since the device was not returned for analysis. Based on the information received, the cause of the reported incident was most likely a transmission error with the transmitter.

Event description:
During follow-up, the device was found in back-up mode. The cause of the back-up mode was event queue overflow. Technical support was contacted and recommended reprogramming which was performed to resolve the event. The patient's condition was stable and there were no adverse consequences.